Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) printer is not feeding paper correctly. The printer would just continue to feed blank paper whenever the unit was on. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was able to confirm the reported issue. Fse installed a new printer assembly to resolve the issue and completed a full system checkout (calibration, functionality, and safety checks), all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received printer with a reported unit failure of the printer continuously running paper whenever the unit was on. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed into the cardiosave test fixture and tested the printer to factory specifications per the cardiosave service manual. The fat dept. Observed, without the printer key being depressed, the printer would run continuously whenever the cardiosave was on. The fat dept. Verified the failure of the printer continuously running whenever the cardiosave was on. The printer failed testing. Retaining the in the failure analysis and testing department . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.